Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced right sided bladder erosion which required partial mesh removal in 2007. The patient is now experiencing left sided vaginal erosion and pain. The device is still implanted. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: (B)(6). ¿ date of initial procedure? (B)(6) 2006 ¿ the diagnosis and indication for the initial surgical procedure? Mixed incontinence . ¿ product code and lot number? 830041b, 2918357 . ¿ other relevant patient history/concomitant medications - crohn¿s disease . ¿ open removal of section of tape from right side of bladder (B)(6) 2017. ¿ any concurrent procedure/device implantation? No . ¿ were there any intra-operative complications? No . ¿ mesh exposure location, symptoms and diagnostic confirmation? Left side of vagina . ¿ symptoms of pain with intercourse and left sided suprapubic pain . ¿ when was the mesh exposure first noted by a physician? (B)(6) 2018 . ¿ describe medical/surgical intervention for exposure including dates and findings. Referred to hospital for complete tape removal . ¿ what is the patient's current status? Not known.